Event description:
A post operative cardiac bypass pt located in the recovery room, removed his mask and the device's alarm was not heard. As a result, the pt was reported to have gone into respiratory arrest. The pt was reintubated and placed on a mechanical ventilator. The device was checked by the facility's respiratory department and was found to alarm correctly. The device was further evaluated by the facility's biomedial department and was again found to alarm correctly and function to specification. The device was not returned to the manufacture for evaluation as the product was owned by another company. The device was evaluated by a trained service technician from the company that owned the device and was found to operate and alarm specification. The pt is reported to be extubated and breathing spontaneously.